Event description:
Unomedical reference number (B)(4). Event occured in poland. It was reported that on (B)(6) 2024 the patient faced 5 infusion set cannula was bent. The site of location is thigh & buttock. The length of time of infusion set is use for one day. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Device 1 of 5. E1: patient city: (B)(6). Patient country: poland.